Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: - deposits on the product. - hole in the catheter. Measurement of surface of the housing: to check whether a deformation of the plane parallelism of the housing surface exists, it was measured with a dial gauge. Derformation detected: no . - measured value: 0,011 mm [tolerance (0 ± 0.02mm)]. Permeability test: the test showed that the progav shunt system and the ventricular catheter are permeable. Computer control test: to check the flow rate of the valves, the valves were tested on a miethke computer- controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The computer-controlled test showed the opening pressure of the progav, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 11,98 cmh2o. This is within the specified tolerance of 12 cmh2o ± 3 cmh2o. An applied pressure of 12 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 12 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant® had a pressure of 14,98 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. According to our results, we can detect a presence of an accelerated outflow. Adjustability test: the progav was found to be adjustable to all pressure settings. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was an accelerated outflow in the shunt system at the time of our investigation. Detected deposits could be named as the cause of the accelerated outflow. Existing deposits in the csf may temporarily impair the function of the valve and are described concomitants in the hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav shunt system (part # fv434-t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 35 years, height: 176 centimeters (cm), weight: 76 kilograms (kg), gender: male.